Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, validation code was not working. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, validation code was not working. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that validation code was not working. The technical support specialist checked remote support service (rss) the cabinet was online, was able to remote into it. Checking myqlink the site was not up to date with its sync, also found that the controller was off. Turned the controller on, once the site was up to date had user try to pull the medication again, the code still did not work. Double checked the code with the order, and it was correct. User was given permission to use an override code. Walked user through using an override code, user was able to dispense the medication. The system functioned as intended after the technical support specialist troubleshot the issue.